Event description:
It was reported that during setup for a procedure at the user facility the motor of the remb micro drill started on its own. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.